Event description:
A customer in (B)(6) filed a complaint alleging that they generated results with significant variation when using the cap/ctm hiv- v2.0 test. This report addresses patient sample (B)(6). The sample was tested on (B)(6) 2012 and generated a log(B)(6). A retest of the same sample on (B)(6) 2012 generated a log (B)(6). No patient information was provided for this sample. It was stated that there were various instrument issues at the time, and several hydraulic components were replaced. It is unknown if they may have played a role in the generation of the discrepant result. MDR 2243471-2012-00023 has been filed for discrepant results generated with sample (B)(6). The associated us product is m/n 05212308190. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
The customer reported that they had generated discrepant results with significant variation when using the cap/ctm hiv v2 test. The patient whose results were in question had showed progressive and decreasing (B)(6) viral loads from (B)(6) 2011 to (B)(6) 2012. A result from the patient on (B)(6) 2012 generated a result of (B)(6) , which was significantly higher than previous results. Initially the doctor suspected that the patient may not have fully complied with their ongoing drug treatment. However, when the sample was re-tested on (B)(6), the sample generated a result of(B)(6) and was in agreement with the previous decreasing titer progression. No patient treatment changes were made based on the discrepant result.. The site had reported having transient instrument hardware issues since maintenance was performed on (B)(6) 2012. On (B)(6) 2012, (after the discrepant result was generated), several hydraulic components were replaced (air pump 2, teflon tubing and syringe 2). An instrument support team visited the site on (B)(6) 2012. A full cobas ampliprep (cap) instrument calibration was performed and met all specifications. A fluorometer check was done on the cobas taqman 48 (ctm48) analyzer and met all specifications. All controls run by the support team while on site were valid and within expected ranges. The most likely cause of the discrepant results previously generated by the customer was the malfunctioning cap instrument, since after replacement of hydraulic components on (B)(6), the customer's internal control h9300 produced results within expected ranges and no other issues have been reported by the site. Kit batch retain testing met specification. No samples were available for investigative testing. (B)(4).